Event description:
This is being filed to report clip arm jumping and gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed and the clip got stuck in the chordae (medial). Troubleshooting was performed, and the clip was inverted and could be retracted in the atrium after several attempts without chordae damage. As force was used to remove the clip, the clip arms did not open smoothly (little jump could be observed) and one gripper did not lower. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported gripper actuation issue and clip jumpiness was not confirmed via returned device analysis. The reported difficult positioning during use could not be replicated in a testing environment due to patient anatomy or procedural operational circumstances. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the gripper actuation, clip jumpiness and difficult positioning could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.